Event description:
Upon inspection of the device by a quality assurance (qa) personnel, a hair was found inside the sealed package. Note: there is no patient involved as this device was returned to the distribution center due to a product recall.

Manufacturer narrative:
Foreign matter found inside sealed package the device has not been evaluated, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause of the event